Event description:
It was reported via phone call, that the customer received motor error alarms, while attempting to deliver a bolus. Customer's blood glucose level at the time 14.2mmol/l. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.